Manufacturer narrative:
Correction in section g3 aware date is april 2,2025. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross reference numbers: (B)(4). This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that customer was using a bowel grasper, handle 33126 (reference case (B)(4), shaft 31100 (reference case (B)(4) , insert 31110c (reference case (B)(4), and one of the jaws broke off inside of the patient. They were able to remove the broken piece. They just got another grasper to finish the case. Patient was not injured. No negative impact in state of health reported.

Manufacturer narrative:
Product was returned on may 02, 2025. Will be forwarded to the manufacture for further evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal (B)(4).

Manufacturer narrative:
Information for section d10 was added. The aware date was added to section g-3. This event is filed under internal complaint ID (B)(4) _ casenumber_(B)(4).

Manufacturer narrative:
Conclusion summary: it was confirmed that the jaws of the item complained about by the customer were broken. Slight changes in the material could be seen at the point of fracture. These show similarities to corroded areas. It was found that one side of the jaw at the distal end of the complained item had broken off. This could have been caused by microcracks in the material, which in turn could have been caused by the heavy use of the item. According to the lot, the article was manufactured in april 2022, which would mean that the article is 10 years old. Therefore, the most likely cause is that the chemical treatment cycles as well as the work cycles affected the instrument, causing the jaws to break due to the force applied during use of the instrument this event is filed under internal complaint ID (B)(4).